Event description:
It was reported that the patient underwent a total hip arthroplasty in (B)(6) 2014. During dispensing the needle separated from the suture. The procedure was completed successfully. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.